Event description:
It was reported occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from customer support, and no additional information was obtained.